Event description:
Patient reported experiencing elevated blood glucose levels up about 500 mg/dl after lunch on saturday. Patient stated she took a corrective bolus via the infusion device but after 4 hours her blood glucose level was 400 mg/dl. Patient reported she took another corrective bolus and went to bed. Patient stated on sunday morning her blood glucose level was 47 mg/dl; she ate and after a few hours her blood glucose level was 120 mg/dl. Patient's target blood glucose level was not provided. Patient reported she had lunch and after a few hours her blood glucose level was 450 mg/dl. Patient stated she took another corrective bolus and after a few hours her blood glucose level was 207 mg/dl. Patient reported she thinks the infusion device does not deliver the basal profile correctly. Patient stated the device did not display any warning on saturday or sunday. She had just changed her cannula on saturday. No further information is available. No adverse event. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).